Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth.

Event description:
It was reported that during the implant attempt, the physician had to reposition the lead several times. At the fourth attempt, impedance measurements were high. The lead was removed and there was tissue build up in the helix and it could not be washed out. At that point the helix would not move at all. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).